Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) number is k101880.

Event description:
Customer reported implant was placed however, the post could not be removed even with screw removed. Implant was backed out and post was still unable to be removed. Opted to place another implant. Tooth 30.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned, and the reported event was confirmed as the returned product was identified as stuck and would not disengage during inspection. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint were identified. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/deescalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.